Event description:
It was reported that the patient was experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. A software download successfully restored normal device function. The patient no longer experienced the pocket stimulation. The patient was seen again in february 2015 and noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).